Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomachache and turbid pd effluent. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized via the emergency room for the event. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). At the time of this report, the peritonitis was resolving, the patient was recovering and physioneal therapy was ongoing. No additional information is available.